Event description:
It was reported that during an in-office interrogation, the battery voltage was very low. The was determined to be due to a false reading. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Data storage - measuring problem. This is a known issue that occurs when the battery reference value has a false value of 0x1ff or 511 decimal. The reference value measurement is retaken every three hours. Three hours later the battery voltage measurement will be normal.